Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical low voltage and power cable disconnect alarms were able to be confirmed; however, the reported event of damage to the power cables was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 2 days (01 jul 2023 ¿ 03 jul 2023 per timestamp). Atypical power cable disconnect alarms coincident with rsoc invalid faults and low voltage alarms were intermittently active on 01 jul 2023 from 23:10:2 ¿ 23:14:44, on 02jul2023 from 03:03:25 ¿ 03:35:27. The alarms occurred on the white power cable while the controller was connected to battery power. The alarms cleared shortly after activating. The driveline was disconnected on 02jul2023 at 03:39:43 and the controller was shut down at 03:40:27. There were no other notable alarms active in the logfile. Pump operation was not affected, and the device appeared to function as intended. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including power cable disconnect and low voltage alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii instructions for use section 2 entitled ¿system operations¿ and heartmate iii patient handbook section 2 entitled ¿how your heart pump works¿ states ¿do not twist, kink, or sharply bend the driveline, system controller power cables, power module patient cable, or mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible.¿ heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced inappropriate low voltage advisories. Upon inspection there were multiple areas of damage to both power cables of the controller that were covered in repair tape. The tape was removed from the black cable that revealed exposed wires with outer coating completely compromised. Both cables had impaired bend reliefs with the white one missing a section of it. The event log file captured low voltage readings while connected to battery power that could have been caused by the observed damage to the power leads of the controller. The controller was replaced and no further alarms and issues were noted after the exchange.